Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. As received, the rear response button cable was detached from the computer / analog board. The cause of the inability to activate the device is the detached cable. The root cause of the detached cable cannot be positively identified. In addition, the monitor failed pulse testing. Upon evaluation, the c19 high voltage capacitor was damaged which caused high voltage to deviate to low voltage circuitry. The root cause of the damaged c19 capacitor cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the monitor.